Event description:
The patient was revised due to reoccurring pseudotumor reaction. The liner and ball were replaced.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown exeter stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.